Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was removed, placed back on and a malfunction alarm occurred. The customer experienced a blood glucose (bg) level displayed as "high¿; although specific value was not provided. No corrective action was provided. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.